Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported the surgeon was using the tlc55 and the second fire of the device was impossible (although the first fire was normal). Then another device was pulled and was used for replacement. There was no consequence to the patient.